Event description:
It was reported that during a radical prostatectomy, they fired the device and the clips did not form properly. The case was completed with another device. There was no pt consequence.

Manufacturer narrative:
Add'l lot # y45w2e.